Event description:
It was reported that 50 front cases with keypad are being replaced. No further information is available.

Manufacturer narrative:
Additional information added to d4, h4.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. The root cause was determined to be electrical failure due to design. Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that 50 front cases with keypad are being replaced. No further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 50 front cases with keypad are being replaced. No further information is available.